Event description:
It was reported that the screen of the subject programmer was dark, making it unusable.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the screen of the subject programmer was dark, making it unusable.

Event description:
It was reported that the screen of the subject programmer was dark, making it unusable.

Manufacturer narrative:
The reported event is confirmed. The root cause could not be identified yet.